Event description:
A review of the literature article titled, "robotic reconstruction of complex bladder neck stenosis: single-center experience with three techniques," was performed. The article involved a retrospective analysis that was conducted on patients who underwent robot-assisted surgical repair for recurrent bladder neck stenosis (bns) between 2016 to 2024. All procedures were performed using the da vinci surgical system. The article noted that during one of these da vinci-assisted surgeries, one patient (#1) who underwent a yv (stricture resection with end-to-end anastomosis) procedure had a complication of grade iva. The patient experienced urosepsis that necessitated intensive care unit (ICU) management due to its severity. There were no specific da vinci device malfunctions reported, nor did the author allege that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. Isi made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: rinderknecht, e., engelmann, s. U., saberi, v., haas, m., kalble, s., eckl, c., hartmann, v., gobler, c., pickl, c., denzinger, s., burger, m., brundl, j., & mayr, r. (2025). Robotic reconstruction of complex bladder neck stenosis: single-centre experience with three techniques. Bjui compass, 6(2). Https://doi.org/10.1002/bco2.501. Note: additional patient information: the entire cohort median age was 66 years old, body mass index median 28.7.